Event description:
Boston scientific received information that during a routine device check, inconsistent capture was noted on the right ventricular lead. The patient was reportedly symptomatic, however, could not be linked to pacing or loss of conduction. A heart catheter procedure was performed on the patient, and it was suspected that this may have been the cause of the symptoms, not the loss of capture. A revision procedure was ultimately performed and the rv lead was repositioned successfully, resulting in consistent capture. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.